Event description:
It was reported that, when the procedure was almost finished, the fiber was taken out for sterilization, and it was identified to be broken. The procedure was completed successfully with another fiber. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis confirmed the reported fiber break as the fiber was received broken in two pieces. The tip was degraded and burn marks were observed on the fiber jacket. Testing of the connector did not identify any abnormality. The functional testing passed successfully, and the following message was read: treatments used 4. Treatments left 6. Based on the information available, it is likely that procedural handling and procedural conditions of the device during set-up or use contributed to the fiber body break

Event description:
It was reported that, when the procedure was almost finished, the fiber was taken out for sterilization, and it was identified to be broken. The procedure was completed successfully with another fiber. There were no patient complications.